Event description:
Report #2 of 2 received from an abbott international affiliate of a leak at the connection of the luer to IV the access device. The report states: "the tip of the tubing is inserted into the access device and the spin collar is securely tightened. Leakage occurs a few minutes after the connection is made. The access device was an insyte catheter. The report indicated that the event took place in the chemo unit in 2003. The info was that there was leaking of chemo at the hub of the catheter (access device); "both tightened well, hubs screwed tight and connected tight to the insyte catheter. There are no details as to the type of solution or drug infusing or pt info." Though requested, no additional info was provided.